Manufacturer narrative:
Technician found that the stretcher was not braking securely. Replaced all 4 casters to resolve this issue.

Event description:
Information rec'd alleged that stretcher was not braking securely.